Manufacturer narrative:
Voluntary event reports were received. Medwatch: mw5119582 and mw5119580. Further information was not available.

Event description:
Related manufacturer report number: 2017865-2023-38651. Voluntary medwatch form received notes that the atrial and right ventricular leads were explanted due to noise.

Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found external insulation abrasion consistent with friction to another device or feature of the heart breaching the outer insulation and exposing the outer coil at the distal region of the lead. The cause of the reported event was isolated to the external insulation abrasion breaching the outer insulation and exposing the outer coil.